Manufacturer narrative:
This is a follow-up report to provide the investigation conclusion for 2243471-2021-02654. Different MDR codes have been added to reflect the conclusion. A customer from the united states alleged discrepant results for six patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation was conducted to evaluate the customer issue which did not identify any product issue. Review of the pcr curves for these runs show no indication of abnormalities or evidence of erroneous results. All sample runs alleged by the customer either have weak amplification with late CT, indicating a low titer sample, or strong amplification indicating a true positive result. Although unknown, it's possible these are true positive samples or contamination is taking place. There are no indications of an analyzer or reagent issue. (B)(4).

Manufacturer narrative:
Corrected to specify that retesting of the samples was done on different liat analyzers, not on a different platform. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for several patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Per FDA guidance, a total of 6 mdrs will be filed- one per discrepant result. The alleged samples all initially generated positive results for sars-cov-2. The same samples were retested on different liat analyzers which yielded negative results for all targets. The initial positives were released but later replaced by the repeat results.

Manufacturer narrative:
A customer from the united states alleged discrepant results for several patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. An investigation has been initiated and is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for several patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. Per FDA guidance, a total of 6 mdrs will be filed- one per discrepant result. The alleged samples all initially generated positive results for sars-cov-2. The same samples were retested on a different platform which yielded negative results for all targets. The initial positives were released but later replaced by the repeat results. An investigation has been initiated and is ongoing.